Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d10(concomitant med products); upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the device in wrong position was not determined due to insufficient clinical details and no product return.

Manufacturer narrative:
Additional information was received stating that the device would not advance from origin of innominate artery into ascending aorta due to anatomy. Attempts with other wires and strategies were also unsuccessful.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that implanting an impella 5.5 was difficult due to patient anatomy. Multiple wires were used to attempt implantation but were unsuccessful. An impella cp was implanted instead. No patient harm was reported.

Manufacturer narrative:
H11: added additional information provided by the customer. No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. The complaint is non-verifiable as the product was not returned for evaluation.